Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. The device did not have any telemetry upon return. The device case was removed. It was then determined that the device had sustained damage due to electrical overstress after being exposed to external high voltage.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.